Event description:
New information revealed the patient presented in-clinic for a device check on (B)(6) 2018. Upon interrogation, both the capture threshold and pacing lead impedance had increased on the right ventricular lead. The physician plans to do a lead revision once the patient's radiation treatment is over and the patient is stable. No patient symptoms were reported at the device check.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was noted that the right ventricular lead exhibited high impedance and high capture thresholds overtime. The patient was reported to have radiation treatment for the throat. No intervention was performed and the patient would continue to be monitored.